Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for an atrial intrinsic amplitude out of range, measured at 0.4mv. Atrial sensitivity currently programmed automatic gain control (agc) 0.25mv. Presenting electrogram (egm) showed appropriate function. A stored atrial tachycardia response (atr) event showed a brief episode of noise that was oversensed on the atrial channel. Additionally, some farfield r-wave oversensing was noted. The system remains implanted and no adverse patient effects were reported.